Manufacturer narrative:
A supplemental and final report will be filed upon the completion of the evaluation and the complaint investigation. Device hasn't been returned.

Event description:
The surgeon reported after using this airseal 8mm access port and low profile obturator with bladeless optical tip,120mm and this airseal tri-lumen filtered tube set, the patient developed "subq of face and neck" postoperatively. Despite several attempts to obtain additional information; no further details have been provided.

Manufacturer narrative:
As reported, the airseal 8mm access port with bladeless optical tip and the airseal tri-lumen filtered tube set were both discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported issue was not able to be determined. A review of the device history records could not be performed, as the lot #s of the involved airseal products were not provided. Numerous attempts have been made to obtain additional information from the user/user facility however no additional information has been forthcoming. There was no reported device issue or malfunction reported from the user facility. Only the patient's condition post-surgery was provided. A risk analysis could not be performed. This is the only adverse event that has been filed for this device per a two-year review of complaint history. This is also the only report received for this device per a two-year review of complaint data. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.